Event description:
It was reported that during an unknown open procedure, the grasping force of the handle became higher than expected and the handle could not be grasped though clips still remained in the device. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Lockout spring the analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lockout spring was noted out of position; this circumstance led to the lockout failure, however no conclusion could be reached as to what may have caused this condition.